Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a patient (pt) placed a call to our affiliate in (B)(6) to report that he/she experienced difficulty removing the contact lens from the left eye (os). The pt reported that the lens was torn after removal. The pt reported that the lens was fine before insertion. The pt reported that 2 lenses were involved with the same concern. The pt reported that the left eye (os) was red after contact lens removal. The pt reported that he/she visited an eye care provider (ecp) and was diagnosed to have keratitis. The pt reported that the event date was one month ago. The pt reported that he/she has been using tobramycin eye drops since then. The pt also reported that the ¿eye was not completely fine now.¿ the pt had to ¿drop the call¿ and advised that he/she would call again for additional information. Additional calls to the pt have been unanswered. No additional medical information has been received. The lot number and the product availability are unknown. No additional investigation can be conducted at this time. This event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.